Manufacturer narrative:
The hakim valve was returned for evaluation: failure analysis - the valve was visually inspected; no defects noted. The valve passed the tests for programming, occlusion, leaks, reflux and pressure. The catheter was irrigated, no occlusions noted. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to positioning of the valve or a kink in the catheter, at the time of investigation no drainage issues were noted.

Event description:
A facility reported no drainage through a hakim valve. The valve was explanted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.